Event description:
It was reported that the patient experienced a few episodes of presyncope, and the right ventricular (rv) lead exhibited high impedances and thresholds. It was determined during the replacement procedure that the device setscrew would not tighten enough to keep the lead in the header. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).